Event description:
Reporter indicated that a (B) (4) computer was freezing during interrogation. Reseating the flashcard resolved the screen freezing. It was also reported that the (B) (4) computer did not stay charged, but the reporter stated it may not have been kept plugged in and charging between uses. Attempts to the reporter for additional information and if the (B) (4) computer will be returned have been unsuccessful to date.